Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade iii.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device has been explanted. Healthcare professional later reported capsular contracture baker grade iii. Healthcare professional later reported any creases.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Lab analysis summary: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Crease folding of implant: observed creases on the device. No other observations observed, no further actions are required.